Event description:
A pt was skin tested in the right forearm on 6/12/96 and received her first treatment on 9/3/96 in the oral commissures, nasolabial folds, and upper vermilion border. On 10/10/96 the pt presented with slight soreness and very slight bumpiness at the oral commissure treatment sites. The physician was unsure of teh diagnosis; no medical or surgical intervention was prescribed or planned. On 1/7/97 the pt presented with redness and swelling at the nasolabial and upper vermilion border treatment sites, redness and firmness at the skin test site, and, continued slight soreness and bumpiness at the oral commissure treatment sites. The physician diagnosed a hypersensitivity; oral zyrtec (antihistamine) and intralesional cortisone were prescribed.